Event description:
It was reported that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation during certain positional changes. The physician chose to pick a different vessel and used a new lead for ease of implant. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.